Manufacturer narrative:
The insulin pump was not received stuck in manufacturing mode. The pump was received with normal operating currents. No unexpected low battery alarm noted. However, unexpected replace battery alarm and power loss alarm noted in the pump history due to connector resistance. The loaded voltage (loaded vlith) display at the power graph management tool shows abnormal behavior. After disconnecting and reconnecting the internal battery connector the pump was monitored and functioned properly. The pump was received with scratched case. The insulin pump involved in this event is the 640g insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
It was reported that the insulin pump had a low battery alert less than one week. The customer¿s blood glucose level was unknown at the time of the incident. The customer states ¿battery replacement required¿ is frequently displayed. The customer did not troubleshoot the issue. The insulin pump will be returned for analysis.